Event description:
It was reported that customer experienced cgm error and was unable to continue sensor use. No additional information was received regarding the outcome of the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, did not see error reappear, and successfully started new sensor session.